Event description:
It was reported that in the pt's room, one week after the catheter was placed in the pt's subclavian vein, a leak was found from the extension line. As a result, the catheter was removed but not replaced as treatment was complete. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.